Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room (ER) upon receiving a vibratory alert. Interrogation revealed that the patient's atrial lead was exhibiting low pacing impedance and noise. It was found that the noise resulted in inappropriate mode switching. The lead was explanted and replaced. The patient was stable.